Event description:
A distributor in (B)(6) reported that the mr370 reusable humidification chamber was missing the waterfeed inlet port plug. This was reported prior to patient use.

Event description:
A distributor in (B)(6) reported that the mr370 reusable humidification chamber was missing the waterfeed inlet port plug. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed that the bung filler and flexible retainer was missing from the complaint chamber, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mr370 is a reusable humidification chamber which may be used with replaceable absorbant paper scrolls. It is likely that operator error resulted in the bung filler and flexible retainer. There are standard procedures (sops) in place to assist operators on the production line to correctly assemble the flexible retainer to the bung filler. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.